Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. As a result of the loss of capture, the physician replaced the rv lead with a new one. No additional adverse patient effects were reported. This rv lead is no longer in service, and it was retained by the customer.